Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that the communicator displayed a red call doctor (rcd) icon. Troubleshooting was performed and a successful transmission was completed. Red alerts occurred due to out of range shock impedances on the right ventricular (rv) lead. The shock impedances had been out or range since 2017. The latitude report also indicated there was an alert due to an accelerated ventricular arrhythmia episode after a ventricular shock was delivered to convert the arrhythmia. Therapy was not exhausted and the rhythm was converted. Boston scientific technical services (ts) recommended the patient follow-up with their physician. Commanded shock testing was performed to test the integrity of the system and the device operated appropriately. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.